Manufacturer narrative:
Health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2022. Upon removal of the balloon post dilation the balloon catheter separated from the balloon while it was being pulled into the scope. Reportedly, the separated portion got stuck inside the channel of the scope. The procedure was completed with the original device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.